Event description:
It was reported that following the patient's permanent implant procedure the patient was experiencing increased weakness and changes in sensation. Imaging was undertaken and the patient's physician believed the patient had stenosis and the paddle lead may have been putting too much pressure on the nerves. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's scs system was removed to address the issue. Following the system removal, the patient reported that their symptoms had been improving.

Manufacturer narrative:
It was reported to abbott, three days after undergoing implantation. A patient started having increased weakness and changes in sensation. The surgeon got imaging and determined the paddle and ipg needed to come out. There was no issue with the ipg. The concern was that the patient had stenosis, which is why the physician chose a paddle for the patient. There was a concern the paddle may have been putting pressure on the nerves. The system was explanted without complications. The patient¿s daughter reported the patient was slowly improving. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.